Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11 the device was not returned to olympus for inspection but the reported failure was confirmed. Based on the results of the investigation a root cause could not be identified. The event can be prevented by following the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the disinfection of the water supply pipeline was not performed after replacing the endoscope reprocessor water filter and reprocessing the gastrointestinal videoscope. The scope was used on an unknown number of patients after incorrect reprocessing.

Manufacturer narrative:
E1- address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.